Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient developed a postoperative intraocular pressure (iop) spike due to a response to the corticosteroid drops. At the same time the patient manifested a myopic shift. The patient discontinued the drops but the myopic shift remained. Additional information was received from the surgeon, who indicated that it was unknown if the iol caused the myopic shift; however, he reported a potential cause to be corneal edema resolution. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested and received. A completed questionnaire has not been received. (B)(4).